Event description:
Following a transfemoral tavr procedure, the patient's diastolic pressure dropped while in the recovery room. The next day the diastolic pressure continued to drop; tte assessment of the valve demonstrated that the 23mm sapien xt valve had migrated toward the ventricle. Three days post tavr, the patient was brought back in to intervene, at which time it was noted the valve was in the left ventricle outflow tract (lvot). The top of the implanted valve was just below the native annulus. A second 23mm sapien xt valve was implanted in a 50:50 position, capturing approximately 50% of the previously implanted valve. The diastolic pressure increased and the patient was transferred to recovery. The native annulus measured 415 mm2 and there was no annular calcification, only moderate calcification on the leaflet tips.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, limited calcification contributed to the migration of the valve into the lvot. The edwards sapien xt thv is indicated for use in patients with symptomatic severe calcific aortic stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.